Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2020-02811. It was reported that both of the patient's leads had migrated. The issue was confirmed via x-ray. It was noted that the leads had not been anchored properly. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.